Event description:
After the implant procedure, a problem was encountered of calibrating the device. The doctor ensured the process was performed correctly and it was requested that a company representative be present when the patient was examined. After the medical examination, the doctor advised that the surgical procedure was performed correctly and the problem was with the device calibration. After a few days, the company representative sent a program to the doctor which relieved the patient¿s pain by 80%. Unfortunately because of infection, the devices were removed from the patient¿s body completely on (B)(6) 2014. After the occipital nerve stimulation (ons) was removed, the patient¿s pain had increased back to 100% and to relieve the pain the patient was referred to the hospital to receive a nerve block procedure. It was suggested that the devices be placed in the patient¿s body to decrease the pain, but due to further infection risk, new leads needed to be implanted. On (B)(6) 2015 the patient had another surgical operation with two new leads and the previous implantable neurostimulator (ins). The ins that in the waist area, was placed in the chest. That same day the doctor calibrated the device based on the previous program, and further calibration was postponed until the a new program could be sent. At that time, the patient felt electricity current only in the back of the neck and the doctor could not conduct the current to other places. The amount of pain was decreased by 40% after the initial calibration. Finally a new program was sent to the doctor, which was able to conduct the electrical current above the ears and relieved the headache by 85%; during this time the patient did not use any opioid drugs and was not referred to the hospital. On (B)(6) 2015 due to fluid leakage from the sutures behind the patient¿s neck, two internal stitches which caused the inflammation were removed on the doctor¿s advice to prevent the infection and the problem was resolved. The device did not relieve the patient¿s pain such as before. In spite of an effort to recalibrate again, it did not succeed and the cause of the pain and spasm was reported to be incomplete fibrosis. The doctor stated that the leads had likely moved, but this hypothesis was rejected by radiography. After four months the doctor was told the recalibration had been postponed and the only choice was be patient. Since, the patient has to tolerate a lot of pain now and uses opioid drugs again. The patient would like follow up on their situation and find a solution for improvement as soon as possible. The patient believed the device is useful to them and would be able to improve their quality of life considering that it relieved their pain during the trial an during periods of permanent placement. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, explanted: (B)(6) 2014, product type lead; product ID neu _unknown_lead, implanted: (B)(6) 2015, product type lead. (B)(4).